Manufacturer narrative:
The problem was identified as a failure of the ivs (image virtualization system). In the event the ivs fails, the system remains operational in regards to the procedure and fluoro and acquisition are still possible without limitation. Data transfer to the ivs is not possible and for that reason, storage in the data base will fail and post processing is not possible. Correction for this failure has been initiated via update ax 075/15/s and was reported to the FDA under 21 cfr 806; report 2240869-03/07/16-0010-c.(B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The customer reported an x-ray tube focus defect where the semi-automatic focus was blocked and did not switch over. There is no report of impact to the state of health of any patient involved.